Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that on (B)(6) 20115 a shaft rigid was used in a surgery. While doing the glenoid, the surgeon attempted to drill the peg holes with the rigid shaft - unfortunately the end of the shaft that was affixed to the drill snapped off. The procedure was completed using the flexible drill shaft.

Manufacturer narrative:
It was reported that the rigid shaft broke while reaming the glenoid peg holes. The device broke off at the end in contact with the drill. DHR review results: ref: 75.80.08 lot: 12.709281. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified compatibility of components: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. The rigid shaft was returned for investigation. The shaft was broken at the connection with the drill. The instruments showed heavy signs of use and wear, but not heavy deterioration of the cutting edge. In the area near to the breakage the shaft was bent and deformed. The fracture surface indicated a fracture due to overload. Possible causes for the reported event according to : instrument broke, deformed or provided inadequate function- due to deterioration of cutting edges. Instrument broke, deformed or provided inadequate function- due to inadequate usability of instrument. Instrument broke, deformed or parts remained in wound- due to mechanical properties of material insufficient. Fracture of instrument- due to general corrosion (crevice, pitting, galvanic) . Instrument broke, deformed or parts remained in wound- due to inadequate usability of instrument. Instrument broke, deformed or parts remained in wound- due to surgeon or staff unfamiliar with instrument usage and handling. Damaged instruments, implants, body or wrong operational step - due to surgeon or staff unfamiliar with instrument usage and handling. Instrument broke or deformed- due to off-label / abnormal-use. Comparison to investigation results whether it is possible and justification: not possible: as the visual examination did not show major deterioration of cutting edges. Not possible: as according to zimmer complaint data analysis, an adverse trend due to inadequate design or inadequate usability of the instrument would have been detected. Not possible: as the material compatibility specification certified the suitability of the material and the documents of material indicated that there was no material fault. Not possible: as the visual examination did not show visible corrosion traces. Not possible: as according to zimmer complaint data analysis an adverse trend due to inadequate design or inadequate usability of the instrument would have been detected. Possible: as no information about the unfamiliarity of the surgeon or staff with the surgical technique was provided. Possible: as no information about the unfamiliarity of the surgeon or staff with the surgical technique was provided. Possible: as the fracture of the instrument was an overload fracture. It was possible that too much force, abnormal or off-label use was applied on the instrument. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).